Event description:
A consumer reported an intraocular lens (iol) implant surgery, he had inflammation and macular edema. He received an injection in the eye and used anti-inflammatory drops postoperatively. The patient then reported blurred vision and seeing halos at night. He was given a miotic drop for the halos. At a follow up visit, he was told by his ophthalmologist that there are nicks or scratches on the lower right part of his intraocular lens. The doctor performed a partial capsulotomy and vitrectomy approximately 14-months postoperatively. He started seeing bright streaks of light after the partial capsulotomy and vitrectomy. The surgeon performed yag laser capsulotomy . The patient reports that the streaks disappeared after the yag laser capsulotomy.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned. The device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).